Event description:
Customer's family membership called in to report that customer had been receiving no delivery alarms. States that customer also has a crack on the lcd screen. Customer was admitted as an inpatient to a hosp for high bg. Troubleshooting performed and pump appeared to be functioning preperly.